Event description:
A patient underwent a procedure when the pigtail ripped off the drainage catheter and remained in the patient's body. Additional information was provided on (B)(6) 2014: by drainage replacement, the facility found out the pigtail of the drainage was ripped off and it remained in the patient's body. However, under fluoroscopy and CT scan, the user facility can not find the ripped pigtail tip. The facility thinks it has gone out a natural way through the colon.

Manufacturer narrative:
(B)(4). Event is still under investigation.